Event description:
On (B)(6) 2015, the reporter contacted animas alleging several call service 052 alarm occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: call service 052 alarms were observed in the pump black box history. The pump powered on appropriately and was exercised for 24 hours without alarms. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads and from the bumper pad. The battery cap was observed to have stripped threads; the battery cap was able to secure to the pump to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.